Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-04174, 3006705815-2021-04176. It was reported that the patient's leads have high impedances on multiple contacts. As a result, surgical intervention may be taken at a later date to address the issue. It is unknown which two leads are implanted, therefore all devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.